Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) due to fusion were observed on the device. Technical support was contacted and the recommended reprogramming was performed to resolved the event. The patient was stable.